Event description:
It was reported that a insyte autoguard pnk 20ga x 1.16in would not retract the needle during use. The following was reported by the initial reporter: "it was reported that needle will not retract. Per attached email: manf: bd, manf #: 381434, lot #:0279627, mmis: unknown, product: saved , reporter: unit secretary, site: (B)(6), date:(B)(6)2020 @12:30 pm, description: needle in IV catheter will not retract."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/4/2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one retracted unit which contradicted the original report of needle retraction failure. It is possible that the needle was jostled during transportation allowing retraction to occur. During the visual examination, no damage or defects were observed to the device. The spring did not show any signs of damage. During microscopic examination, no adhesive was found on the grip or button that would inhibit retraction. The unit was also returned to the un-retracted position and then retraction was performed without any problems. The returned unit provided for evaluation met and performed per the required manufacturing specifications. Bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a insyte autoguard pnk 20ga x 1.16in would not retract the needle during use. The following was reported by the initial reporter: "it was reported that needle will not retract. Per attached email: manf: bd manf #: (B)(4). Lot #:0279627. Mmis: unknown. Product: saved. Reporter: unit secretary. Site: (B)(6) medical center unit: mhb ed. Date: (B)(6) 2020 @12:30 pm description: needle in IV catheter will not retract".